Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The event history log review was performed and a low drain volume alarm was found however these alarms can be caused by factors outside the device such as patient physiology. It was also identified that the machine detected uf-related issues indicating draining above the minimum drain percentage of 85%. Drain times were consistent and no therapy bypasses were recorded to the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Full functional testing was performed which included electrical safety testing, calibration, and simulated therapy. The reported condition was not verified. An assignable cause could not be determined. The sample analysis concluded no device malfunction was found that could have caused or contributed to the reported event. Based on the results of the device evaluation, the reported event of feeling bloated was not associated with the cycler. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro is not draining like it should and alarms ldv (low drain volume) resulting in the patient getting bloated. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.